Event description:
It was reported that one day post-operatively, the right atrial (ra) lead was found to have dislodged. X-ray confirmed the lead had dropped and was lying on the atrial floor. The lead was repositioned in the ra appendage and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.